Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 90% stenosed, 15mm in length, eccentric, de novo target lesion was located in the moderately tortuous, moderately calcified, and 2.5mm in diameter proximal left anterior descending artery (lad). The lesion was predilated with a 2.0x20 maverick balloon catheter, resulting in 80% residual stenosis. A 16x2.50 omega¿ stent was advanced however, it was unable to cross the lesion. Upon removal, it was noticed that the stent was deformed. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.